Event description:
It was reported that the patient felt like the device and leads warmed up, causing a burning and itching sensation, whenever the patient was near ¿any¿ wireless router. The patient used ice packs to treat the site. The patient also reported being able to hear his heart sounds. The device was explanted and the lead was capped due to the patient's experience. They were not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d284vrc, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).